Event description:
It was observed during the device inspection that the bronchovideoscope had a b30 error. There were no reports of patient involvement.

Manufacturer narrative:
The subject device was returned for investigation. Based on the results of the investigation and the information provided, the most probable cause of the discovered damages was traced to a component failure due to electrical/electronic component problem which was identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.